Manufacturer narrative:
(B)(4).

Event description:
Procedure type: spine. Subject number: (B)(6), onset date: (B)(6) 2013, resolved: (B)(6) 2013, severity: mild, relationship to device: possible, outcome: resolved. Summary of events: subject (B)(6) is a (B)(6) year old male with a past medical history of a c7-t1 intradural mass, myelopathy, and chiari malformation. The subject has a history of smoking. On (B)(6) 2013, the subject was admitted to (B)(6), where they underwent a laminoplasty and decompressive procedure with instrumentation to remove an extramedullary tumor at c7-t1. An intentional durotomy was completed, which was closed with sutures, allograft, duragen, and duraguard. The length of the incision is unk. The area was then sealed with duraseal (amount unk). Once a watertight closure was obtained, the wound was then closed with sutures.